Event description:
It was reported that (1) hp052 was used during a tonsillectomy procedure. It was reported by the rep that the flat tone was heard when using hc145 and luke handpiece. The blade retorqued and flat tone persisted. The test tip used and flat tone persisted. A new handpiece was opened and the case was completed without further problems. There was no consequence to pt.